Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have multiple system fault 41622 errors. During functional testing, the motor was stuck and the alarm was sounding off constantly with error 41622. The cause of the customer reported problem was a small screw accidentally fell inside the pump and was blocking the motor that caused many alarms. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative performed standard preventative maintenance to bring the pump back into full functionality and replaced the optic switch. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had error code 41622. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay in therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.